Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 09/25/2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient woke up with a blood glucose (bg) of 128mg/dl with vomiting and ketones. The patient was taken to the emergency room and treated with insulin via injection and IV fluids. Customer support (cs) completed troubleshooting. The reporter stated they wanted to know if the pump was not giving insulin correctly. During troubleshooting it was determined that the pump was not administering the correct basal dosage. The basal delivery totals in tdd do not match active basal program total ¿ no known cause for variation. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: the black box showed an unexplained loss of prime on (B)(6) 2016 at 18:42 followed by a pump reboot event. The pump was powered back on (B)(6) 2016 at 08:12. No insulin deliveries were made. A pump reboot event next occurred at 08:27. When the pump was powered back on the date/time was set to (B)(6) 2007 at 22:08 and deliveries resumed. An unexplained pump reboot event was then recorded on (B)(6) 2007 at 03:53. The pump was powered back on at 05:46..#3. A manual time/date change was then made to (B)(6) 2016 at 03:26 and deliveries resumed. The pump was exercised for 24 hours with a 2.0u/hr basal rate for testing purposes; at the end testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The pump passed a delivery accuracy test and was found to be delivering within range. The total daily doses added up correctly and reflected the user's programmed basal rates. The alleged issue could not be duplicated.